Manufacturer narrative:
Zimmer biomet complaint (B)(4).

Event description:
It was reported an implant (tsv4b16) missing from the package. During clinical procedure, the doctor opened the implant case and no implant was found inside. Clinician was able to completed the procedure using another implant.

Manufacturer narrative:
One imp,tsv,4.1mm,sbm,16 (tsv4b16) empty packaging was returned for investigation. Visual inspection of the as returned product identified broken inner & outer packaging seals and no implant within the vial. DHR review was completed for the subject lot number (63452852). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (63452852) for similar events and no other complaint was identified. May post market trending was reviewed and there were no negative trends or corrective actions for the reported event (packaging : other) or device (tsv4b16). The reported event does not relate to a malfunction of the device. Although the returned packing did not contain the device, the reported event was non verifiable as the product was returned already in an opened condition. A definitive cause could not be identified. The following sections have been updated: d4: unique identifier (B)(4).

Event description:
No further event information available at the time of this report.